Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log however, it cannot be determined whether the alarms are true or false. Evaluation was unable to determine the cause. No failing components could be identified.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the medical surgical care area during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.